Event description:
Per the clinic, the patient experienced a magnet dislodgement secondary to an MRI (1.5 tesla). There are plans to replace/re-position the magnet.

Manufacturer narrative:
This report is submitted on may 13, 2022.

Manufacturer narrative:
Per the clinic, surgery to reposition the magnet was completed on (B)(6) 2022. The implanted device remains. This report is submitted on jun 01, 2022.